Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary system drawers 4.1,4.2 were not detected on the bus. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawers 4.1 ,4.2 were not detected on the bus. A field service engineer (fse) dialed into the station to try and fix the issue remotely. Fse opened diagnostics to test the hardware and found that drawer 3.1 was working properly, but drawer 3.2 was not detected. After attempting to reboot the station, there was no change. Additionally, drawer 4.2 on the auxiliary bus was not detected. The fse opened up the back panel to inspect the drawer, tested the drawer controller, and disconnected and reseated all the cables. Upon turning the device on, the drawer popped out and wouldn't close. After powering the station down, the solenoid engaged, and the drawer was able to latch. The fse replaced the solenoid, but even after installing a new solenoid, the drawer still popped open when powered on. Finally, the fse replaced the controller board to resolve the issue. The system functioned as intended after the field service engineer repaired the device.